Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicted the handheld computer will not hold a charge. Troubleshooting did not resolve the issue. The handheld has been returned to the MFR and is pending product analysis.